Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, the magazine came loose inside the body cavity, and the pin at the end of the magazine was found to be missing. The pin was searched for under endoscopy but could not be located inside the patient. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, review of pictures, and event description. Visual examination of the pictures revealed that the tongue at the rear end of the plastic housing was missing. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported issue could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.